Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 48:00:04, contradicting the customer¿s report of a short study. There were some high readings throughout the study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before begging of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to have bravo study reviewed for early detachment. The device had a short study. Technical support logged into customer's computer, saved study and advised customer that study will be reviewed and once reviewed, the capsule replacement will be processed. A repeat bravo procedure was necessary due to the alleged device malfunction.